Manufacturer narrative:
A patients scs system was explanted because it "stopped working" was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is unknown. Therapy date is estimated. Date of explant is unknown.

Event description:
Related manufacturing numbers: 3006705815-2021-01595, 3006705815-2021-01596. It was reported that the patients scs system was explanted because it "stopped working". The date of the explant is unknown.